Event description:
During evaluation of a returned homechoice device, a high drain error 112 (night drain cycle twelve) alarm was identified in the log. The alarm occurred on (B)(6) 2013, 08:59:29. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.